Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference:2182269-2017-00043. The following was published in the article from j cardiovascular electrophysiology vol. 22, pp. 1331-1338, december 2011, doi: 10.1111/j.1540-8167.2011.02112.x. Completion of mitral isthmus ablation using a steerable sheath: prospective randomized comparison with a non-steerable sheath. The article states: ¿no complications were observed in any of the patients, except 1 case in group s with cardiac tamponade requiring pericardiocentesis to manage the pericardial effusion. In this case, there was no pop phenomenon throughout the ablation procedure, and no radiofrequency energy was delivered from the epicardial aspect¿. Following ablation, a cardiac tamponade was noted and a pericardiocentesis was performed which stabilized the patient. The cause of the tamponade was not clear.

Event description:
Related manufacturer ref: 2030404-2017-00008, 2182269-2017-00043.